Manufacturer narrative:
Ln 6a52 is manufactured in (B)(4) the same/similar product 6d18 is manufactured in (B)(4). All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the prism analyzer. The following data was provided: sid (B)(6) initial less than (B)(6), repeat (B)(6). Repeated on the architect as (B)(6) (no repeat data). Nat testing was found (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
On june 1, 2018, the lot number was provided and updated from unknown to 82297li00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.